Manufacturer narrative:
Analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received an inquiry regarding this device longevity. Boston scientific technical services (ts) noted that turning minute ventilation (mv) off would likely add three to six months of longevity. It appeared that in this case nine months was added to the longevity which was on the higher side. The patient would continue to be monitored. No adverse patient effects were reported. Subsequently the device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.